Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in a lateral vein. When the lead was attached to the device, high thresholds were noted. Fluoroscopy indicated that the lead had dislodged and had pulled back almost out of the target vessel. The lead was explanted and another lead was placed in a different vessel. No patient complications have been reported as a result of this event.